Event description:
(B)(6) received information that during the implant of a (B)(6) transcatheter aortic bioprosthetic valve, complete atrio-ventricular block developed after positioning the safari guidewire in the left ventricle. Temporary pacing was required. Ultimately, a permanent pacemaker was implanted. Prolonged hospitalization occurred. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).